Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 453 mg/dl at the time of the incident. The customer stated that the insulin pump had power loss alarm. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer stated that the power loss alarm reoccurred. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.